Manufacturer narrative:
Per t:slim g4 user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the transmitter had been in use for longer than six months. The customer was instructed by tandem technical support to order a new transmitter.